Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted. Impedance test shows an electrical open at proximal end of the catheter, between 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 30 jul 2024. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost and became black. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted.